Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Visual and functional tests were performed. The customer provided eight (8) pictures for review/evaluation: the pictures provided were reviewed and confirmed by visual observation that the catheter is broken, therefore it is concluded the confirmation reported. One unit was received for evaluation; the unit was returned decontaminated inside a plastic bag which was not its original package. The complainant returned unit was visually inspected at 12 in to 16 in under normal conditions of illumination. It was observed that the catheter was cut. The complaint was confirmed. It is likely that the product became damaged after it left the manufacturing site. The root cause was undetermined. Actions taken: incoming inspection pulled the component from ship to stock and will start monitoring with a sampling single to inspect by attribute in each received lot. A notification to production personnel about failure mode reported was conducted by quality engineer in order to create awareness about failure reported.

Event description:
Information received a smiths medical implantable ports/deltec port-a-cath port placed for chemo patient on (B)(6). Then reported catheter broke and leaked into the right atrium. Intervention was necessary through catheterization and it was extracted through the femoral artery.